Event description:
This customer reported that this defibrillator could not analyze the rhythm of a patient due to artifact. The patient had an implantable defibrillator. The involved patient died. It is not yet known if the device was a factor in the patient's outcome.

Manufacturer narrative:
We are considering this as a malfunction based on the customer report only. A follow-up report will be submitted after philips obtains more information about this event.